Event description:
It was reported that the patient presented in-clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition.